Manufacturer narrative:
.

Event description:
It was reported that one wing deployed on the anchor prior to insertion. The procedure was completed using another anchor of the same type, however an additional bone hole was required. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection of the returned device shows it was received not deployed with a not activated suture lock button. The anchor was found not detached at distal end however it has one wing open. The distal snare ring is removed and was not returned. The snare line was reeled through the driver and is present outside the wheel. No sutures were present. The spring was found reeled through the shaft and coils were found elongated which indicate suture was captured. The magnum 2 device is a single use device therefore a functional test cannot be performed. The complaint was verified, but the root cause for the pre-deployment could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event: if suture was loaded and inserted through a cannula, then the device was removed from the surgical field, it is possible the top wing got caught on the end of the cannula or the gasket of the cannula. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.